Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) picture was provided for evaluation. The provided picture was visually evaluated per specification for damage, the handlebar from the discofix is broken off. The defect was confirmed. Although the reported defect was confirmed, further investigation of the complaint is not possible without the actual sample. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: broken stopcock. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.